Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a white display upon boot-up. A white display is indicative of a device lockup condition that could prevent, or delay, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that it was the cause of the reported issue.  Physio confirmed the ui pcb assembly caused the device to lockup with a white display; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.